Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while using the device updater to update their pump, the pump screen displayed a message stating "booting, application stack failure". Reportedly, the customer was unable to continue the update process and was unable to use the pump. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.